Event description:
Mynx device was opened to the sterile field and burst (the balloon expanded but the device did not deploy). A second mynx closure device was opened and the same thing occurred. There was no injury to the patient.